Event description:
No further event information available at the time of this report

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the abutment had severe wear at coronal surface and fractured at the thread¿s minimum diameter. There was no manufacturing defect found based on the visual inspection. The complaint is confirmed. The lot history review could not be performed due to no lot number provided. A singular cause cannot be determined.

Manufacturer narrative:
(B)(4). Product not returned to manufracturer.

Event description:
It was reported that the abutment screw (imloa005 ) fractured.